Manufacturer narrative:
The local area field representative was contacted for additional information. The following physician was unaware the patient had passed. The device was not interrogated post mortem and the cause of death was unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. A family member inquired as to why the device stopped working. Boston scientific technical services (ts) discussed the device would need to be interrogated or analyzed in order to determine what occurred at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device anomalies.

Event description:
The device was later returned for analysis. There were no stored episodes on the date the patient expired.